Manufacturer narrative:
Date of explant is unknown.

Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the scs system and drg system were explanted due to issues unknown to the manufacturer.

Manufacturer narrative:
It was reported patient underwent surgical intervention at an unknown time wherein the scs system and drg system were explanted due to issues unknown to the manufacturer. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.